Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. Unable to perform displacement test due to unresponsive button. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corner and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that their insulin pump had a sticky button. The customer was advised that the insulin pump would be replaced. The customer's blood glucose was unknown. The customer agreed to return their insulin pump for analysis.